Event description:
The customer reported that he was not getting an image from his olympus evis exera iii video system center when it was connected using the maj-1430 cabling. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user's report was confirmed. The subject device was not displaying an image when connected due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was provided noting that procedure type is unknown. The procedure was reportedly completed using borrowed equipment from another room.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.